Event description:
It was reported that approximately 3 hours into a da vinci s hysterectomy procedure, while the surgeon was dissecting the patient's lymph nodes, the monopolar curved scissors (mcs) instrument with the tip cover accessory installed failed. Upon removal of the mcs instrument the surgical staff noticed the tip cover and instrument had a large burn mark on them. The planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument were returned and evaluated. Per the customer reported complaint engineering found the tip cover has a large hole burned through the ultem sleeve and the silicone with the majority of the damage located on the ultem sleeve. The silicone exhibits localized melting around the hole, indicative of arcing. Engineering concluded that the arcing likely started on the silicone portion of the tip cover and spread down to the ultem sleeve. When the tip cover is installed on the suspected mcs instrument, the hole in the tip cover aligns with the char mark on the instrument's proximal clevis and tube extension. No other damage found. Medwatch MFR report 2955842-2010-00029 was also sent to the FDA regarding this event.